Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during a procedure performed on an unknown date. During the procedure, when inflation was performed inside the body, a pinhole was noted on the balloon, and inflation could not be performed. It was also reported that the balloon was torn. The procedure was completed with another cre pro gi wireguided dilatation balloon. No further information has been obtained despite good faith efforts. The type of procedure and the anatomy location of the procedure are unknown and are being reported as the pinhole may have occurred in the esophagus. There were no patient complications reported as a result of this event. Additional information received on october 07, 2025. It was clarified that the damage noted to the balloon was a hole. It was reported that the type of procedure performed was digestive tract dilation and the anatomy location of the procedure was esophagus.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h2 (additional information): block b5 (describe event or problem) and block h6 (device codes) have been updated based on the new information received on 07oct2025. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole when used in the esophagus. Block h11: investigation results: the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional inspection was performed, and the balloon was inflated without any problem; however, it was not able to hold the pressure due to it had a pinhole in the balloon (which produces the failure to inflate), located approximately at 85 mm from the tip of the device. Microscopic inspection confirmed the balloon pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Manufacturer narrative:
. Approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0414 captures the reportable event of a balloon torn. Imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during a procedure performed on an unknown date. During the procedure, when inflation was performed inside the body, a pinhole was noted on the balloon, and inflation could not be performed. It was also reported that the balloon was torn. The procedure was completed with another cre pro gi wireguided dilatation balloon. No further information has been obtained despite good faith efforts. The type of procedure and the anatomy location of the procedure are unknown and are being reported as the pinhole may have occurred in the esophagus. There were no patient complications reported as a result of this event.